Event description:
It was reported that the ventricular lead exhibited over- sensing and crosstalk. Crosstalk occurred during the first few beats of atrial pacing, then subsided as atrial pacing continued. Maximum sensitivity was decreased to 0.5 mv in the ventricle, but the implantable cardioverter defibrillator continued to oversense the crosstalk. At the subsequent check, crosstalk was not reproduced. The patient would be monitored.